Event description:
It was reported to philips that the device use was restricted due to an image quality issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned treatment for vascular procedure. The procedure was completed as planned by choosing the other exam card at the time of event the philips remote service engineer (rse) checked the system remotely and confirmed that the device use was restricted due to an image quality issue. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found calibration issue. The fse sent the logfile for review and found that an incorrect epx study was selected. The fse performed tube adaptation, tube yield full adjustment, entrance plane auto-calibration, all level 1 performance verification tests and edl calibration after which it showed as corrupted. To resolve the issue, the fse completed edl calibration. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned bypassing the ups without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.